Manufacturer narrative:
No rewind anomaly or motor error alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the customer insulin pump received motor error and rewind anomaly. The customer¿s blood glucose level was 150 mg/dl. The customer's mother reported that they received a motor error alarm during rewind. The insulin pump will be returned for analysis.